Event description:
The customer reported receiving an alarm on the insulin pump and insulin squirting out during manual prime. The blood glucose is unknown. The customer was advised to disconnect from the device and check the drive support cap. Upon inspection the customer noticed that it was protruded. The customer was advised to discontinue the use of the device and to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.